Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2004; 419378, implantable pacing lead, (B)(6) 2004; 694958, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
An event was reported under (B)(4) and classified as inappropriate detection and inappropriate treatment. The device remains in use. No patient complications have been reported as a result of this event.